Manufacturer narrative:
(B)(4). Evaluation: investigation still in progress.

Event description:
The micropuncture wire severed off into the patient during removal, with needle in place. A portion of the wire remains in the patient. The patient did not require and additional procedure nor experience adverse effects due to this occurrence.